Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was in a car accident and hospitalized with low blood glucose of 14 mg/dl. Customer was receiving sensor errors at the time of reporting. Customer's blood glucose was 356 mg/dl when sensor error occurred. The customer was advised the sensor would be replaced.